Manufacturer narrative:
(B)(4). Date of initial report: 01/10/2010. The return of the incident sample has been requested. To date it has not been received for eval. Add'l questions in regard to the incident have also been asked. If the sample is received or if add'l info pertinent to the incident is obtained, a f/u report will be submitted.

Event description:
The customer reported that during a lobectomy, the device stuck to tissue. Oozing under 200cc occurred when the device was removed from tissue. The device was used to complete the procedure. There was no pt injury.